Event description:
It was reported that the patient experienced a hypoxic arrest requiring cardiopulmonary resuscitation (CPR). There were concerns regarding the ventilator mode settings and whether the device functioned in accordance with the programmed settings. Final patient outcome was reported as no harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, there were concerns regarding the ventilator mode settings and whether the ventilator functioned in accordance with the programmed settings. No inspection of the ventilator by technician has been requested. Support was given to extract and evaluate the ventilator logs from the event date that was reported as september 4, 2025. Review of the extracted internal log does not note any indication that the ventilator did not function in accordance with the programmed settings on the reported event date. According to the test log, successful pre-use check was performed on the event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction during the ventilation period that the log covers. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.